Event description:
It was reported that the patient developed cellulitis throughout the body, including the pump pocket. The cellulitis was reported to be unrelated to the pump as it was due to the patient's medical history. There was no product issue reported, but the pump had to be explanted due to the cellulitis.

Manufacturer narrative:
The incident was reported to the regulatory affairs department on 10/24/2014. Internal complaint number: (B)(4).